Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-atrial (ra) and the right-ventricular (rv) lead exhibited noise due to electromagnetic interference. As a resolution the ra leas was explanted and replaced, and the rv lead remained implanted. The patient condition was stable.